Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's hip was revised due to stem subsidence and shell loosening. Patient factors as reported by rep: "renal failure patient. Dialysis patient with (B)(6)¿no obvious infection". Rep provided a pre-revision x-ray and reported that no further information will be available.